Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture and a kink near the fractured location. If the lantern is forcefully advanced into the guide catheter at an extreme angle, damage such as this may occur. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a lantern delivery microcatheter (lantern), a guidewire, and a non-penumbra guide catheter. During the procedure, after advancing the lantern approximately one hundred thirty centimeters into the guide catheter, the physician kinked and broke the lantern proximally without resistance. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same guide catheter. There was no report of an adverse effect to the patient.